Event description:
A Facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced lens rotation. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with a different power, vertically implanted, and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- Investigation Type Code: 4110- Lens Work Order Search-No Similar Complaint event(s) within associated lots were found. H11- Manufacturer Narrative: Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation. Claim#(b)(4).